Event description:
It was reported that the customer's pump unexpectedly displayed a reset screen and the pump screen went blank without any led indication. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The customer addressed the issue by administering a correction bolus via the pump, and did not require assistance from a third party. Technical support explained that the reset was a built-in safety feature, and educated the customer on necessary actions to take after a reset. The customer successfully resumed insulin use.